Event description:
A male patient underwent tvar on (B)(6) 2012. The physician placed a zenith tx2 proximal main body. Information then received from a study indicated that the now (B)(6) patient with mild left and right calcification and tortuosity with no iliac occlusive disease underwent evar on (B)(6) 2013. The physician placed one zenith flex main body and two spinal z iliac leg grafts. The information from the study indicated there was a proximal type I endoleak that was unresolved at the end of the procedure. Follow up imaging on (B)(6) 2013 showed that the type I endoleak had resolved but there was no change in the aneurysm diameter. All devices were patent and intact with no evidence of external compression, flow-limiting kink, thrombus, or migration. However, a type ii endoleak was noted. Additional information received on (B)(4) 2013 confirmed the type 1 leak was corrected and the patient is due in october for a follow up on a type ii endoleak. No additional information has been provided by the study at this time.

Manufacturer narrative:
Event evaluation: still under investigation.